Event description:
It was reported that the right ventricular (rv) lead was exhibiting an elevated number of short interval counts (sic) along with noise. The defibrillator pocket was reopened and the physician saw that the connector pin of the lead was not fully inserted in the port due to a grommet or setscrew problem. The lead was pulled out and reinserted and no noise was observed. The defibrillator and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Analysis of the device memory is not required as the complaint was confirmed by a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.